Event description:
Temp monitoring port opens on circuit entraining outside ambient air into circuit causing pt to lighten up and potentially awaken under the drapes. Rptr has several episodes of this while pts were breathing spontaneously under "lmaga". The co told rptr they were aware of the problem and were redesigning the circuit. How many other anesthesiologies need this to happen before they issue a warning?